Event description:
Complainant alleged that during patient use, the autopulse resuscitation system would not work. According to the customer, the unit just powered off. No adverse patient sequelae was reported. Manufacturer has made a couple of attempts to obtain additional information; however, no further details have been provided. Please note that date of event was not provided.

Manufacturer narrative:
Customer also reported that they tested the autopulse on the morning of (B)(6) 2014, and it would not turn on at first. Once the battery was removed from the autopulse and placed back in, the unit worked fine. The platform was used on a mannequin and it performed 6 rounds of compressions without any observed issues. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on 6/24/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the head restraint to be cracked. Functional testing of the platform was performed using zoll test batteries and no faults or errors were exhibited. A review of the archive was performed and was unable to confirm the customer reported complaint of an uncommanded power off. The platform underwent and met all final testing criteria.